Event description:
Attorney reported: (B)(6) 2001 - patient underwent an incisional hernia repair surgery. A bard composix mesh was implanted in this procedure. (B)(6) 2003 - patient had another incisional hernia repair surgery. A bard composix e/x mesh was implanted in this procedure. (B)(6) 2007 - patient had to have his previous patch removed due to defect. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all; patient, event and device's information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. We are unable to determine which mesh was explanted, therefore, both will be reported as being explanted. See MDR 1213643-2010-00414 for information related to the composix mesh implanted on (B)(6)2001.